Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. A replacement device was sent to the customer and return of her original pump was requested for testing/analysis. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Though the complaint information does not reasonably suggest that our device caused or contributed to the customer's clogged ducts or that the device malfunctioned, medela is filing this report, as it required medical attention (prescription medication).

Event description:
On (B)(6) 2018 the customer alleged to medela llc that she was experiencing low suction and a motor noise with her pump in style breast pump. She further alleged that she had clogged ducts, for which she saw her doctor and was prescribed antibiotics and encouraged to do breast massaging.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 06/26/2018. The device did not pass suction and cycle specifications. Refer to attached evaluation. The customer's parts were found to be dirty, the membranes and valves were damaged, the mounting posts on the pump were damaged and there was dirt on the diaphragm. The customer's report of low suction was confirmed when using the customer's parts and accessories. However, the pump passed suction and cycle specifications when tested with a medela lab kit. [(B)(4)].